Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the 1st revision surgery. This pc reports about the infection occurred after the 1st revision surgery. It was reported that on unknown date, the patient underwent an unknown surgery for unknown reason. After surgery, for unknown reason, the 1st revision surgery was held at (B)(6) hospital over 20 years ago with the insert in question. After the 1st revision surgery, infection was confirmed, and the 2nd revision surgery was held at (B)(6) university hospital on (B)(6) 2022. In the 2nd revision surgery, debridement was done and the insert in question was replaced. Regarding infection this time, the surgeon commented the reason for the infection was unknown and it could not be helped that the infection occurred. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported in this event.